Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to finish troubleshooting with tandem technical support at the time of the event but was instructed to perform a pump reset to resolved the issue.